Event description:
In a literature review, the following information was obtained. A, murakami., et al. "Initial results of endovascular abdominal aortic aneurysm repair in fifty cases." Japanese journal of endovascular surgery. May, 2013, vol.14 (1). 54-59. On an unknown date, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. While a touch-up ballooning was being performed to the distal leg of a stent graft on the right side, the right external iliac artery was ruptured. Blood flow to the right lower extremity was restricted using a balloon catheter, and an iliac extender component (item number and lot number unknown) was additionally implanted to restore the injured vessel. The ruptured portion of the vessel was restored, and the procedure was concluded without any further issue. After the initial procedure, the patient had been doing well.

Manufacturer narrative:
Further information, including the implant date, the event date, and item/lot numbers of the device, could not be obtained. As the event occurred in the same date as the device was implanted, the date the literature was published is determined to be the device implant date as well as the event date. Also, an investigation into the cause of this event could not be performed as well as a review of the manufacturing paperwork could not be performed.